Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy procedure, the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument fell inside patient. The or staff did not realize the mcs tip cover accessory had come off until an instrument was exchanged. The or staff was able to retrieve the mcs tip cover accessory during the same surgical procedure.